Manufacturer narrative:
Concomitant medical devices: a2dr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death was tachycardia. The patient had a medical history of sick sinus syndrome and brady-tachycardia. Additional information related to the cause of death was requested and not received.